Manufacturer narrative:
This device is for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device is an instrument and is not implanted/explanted. Placeholder.

Event description:
During an open reduction internal fixation of tibial plateau, the 2.8mm calibrated drill bit tip broke off into the far cortex of the tibia. The tip remains implanted; surgeon completed the procedure with another drill bit with no further problem. Patient status/outcome following surgery was reportedly good, and the surgeon reportedly was satisfied with procedure outcome. No future treatment is anticipated. This is report 1 of 1 for complaint (B)(4).